Event description:
It was reported that the expressew iii w/hook was broken post operatively in sterile processing. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: corrected data: d1; d4. Lot; d4. Primary UDI number. H4. Device manufacture date: updated accordingly. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found it was returned in used condition with a loose upper jaw. In addition, the pin actuator to jaw was deformed and the shaft was bent. To test its functionality, the trigger was depressed, and the upper jaw did not open/close completely. The overall complaint was confirmed as the observed condition of the expressew iii ac+ gun would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to an improper handling of the device or procedural variables, such as excessive force applied during usage which could overload the device material and/or lead bent. Additionally, the applied force may have damaged the pin actuator to jaw, which loosened the upper jaw, causing it to be unable to remain open/closed. As per the instructions for use: 1) inspect the suture passer prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear, where jaws and teeth are aligned properly, the locking mechanisms fasten securely and close easily, and long, thin instruments are free of bending and distortion. 2) do not use on bone or similar hard tissue. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.